Event description:
Customer reported that the l-base moved by itself without intentional actuation. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.